Event description:
It was reported that, the device was explanted due to infection. The patient condition was stable following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.